Manufacturer narrative:
The device was received deployed. The exposed portion of the soft cannula was observed to have been torn. The soft cannula was measured and found to be out of specification. It could not be determined when or how this damage occurred. Data obtained from the device generated an 0x14 alarm indicating an occlusion. Timeouts were seen in the downloaded data in conjunction with this alarm. The pod was successfully paired with a pdm, completed priming, and delivered a 5u bolus. No occlusion alarms were replicated during the rerun. However time outs were replicated in the rerun data. The cause of the occlusion alarm could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 340 mg/dl while wearing the pod between 36 and 48 hours. Patient received an occlusion alarm while delivering a 5.7 unit bolus.